Event description:
Received an electronic reported a peritoneal dialysis patient event. The rn involved was called and a verbal report of this event was received. It was learned that when the patient was hooked up and receiving the dialysis treatment with this tubing set, there was a leak from the second connector. As a result of this event, the patient was administered a one time intraperitoneal prophylactic dose of antibiotics. The patient is reportedly fine with no report or injury or ill effect from this event. This patient continues peritoneal dialysis as ordered. The sample is available for evaluation.